Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device was heating up quickly, the locking sleeve was stiff, and there was an unusual noise due to a broken drive shaft. Therefore, the reported condition was confirmed. It was determined that this was indicative of applying extreme force on the device while in use. The assignable root cause was determined to be due to extreme force from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device stopped spinning. There were no delays to the surgical procedure as an identical spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.